Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl and there was no adverse impact reported. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appears again, acknowledging and understanding the instructions.